Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they "thought the battery died and just stopped working and didn't do anything." It was further reported the patient was having issues with the left side of their body and the healthcare provider (hcp) thought the patient may have had a stroke on (B)(6) 2016. The patient died on(B)(6) 2016 in a hospice care facility. At the time of time death patient was taking medications of parkinson's. When asked if this was related to the device or therapy the consumer stated they didn't think it was but they weren't sure. Relevant medical history includes parkinsons dual and movement disorders.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.